Event description:
It was reported, the patient had respiratory distress. It was reported, the pump contained dilaudid and bupivacaine. Additional information received reported, the patient had "hypopnea with postoperative altered level of consciousness. The patient had a "slow emergence from or (operating room) sedation". The event was reportedly related to the implant procedure/anesthesia. Diagnostics performed were examination and palpation. The patient was admitted to the ICU for observation and the event was noted to have "resolved without sequelae" the next day.

Manufacturer narrative:
Product ID 8709, lot# j11189r52; product type catheter. (B)(4).